Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not feel thee stimulation from the implantable neurostimulator (ins), even when increasing the amplitude. It was noted that the ins could communicate with the patient programmer (pp) and the ins recharger (insr); when the ins connected with the pp, the pp showed that the stim was turned on. There were no trauma/falls reported that could be related to the issue that was discovered the day prior to the report. Follow-up has been conducted to obtain this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the patient had gone to urgent care for a urinary tract infection and got antibiotics. Replacement of the lead resolved the issue of the high impedances and the loss of stimulation/coverage. A reprogramming was conducted on (B)(6)2017 as well as (B)(6)2017 to resolve the shocking sensation that the patient was experiencing. The cause of the shocking sensation was not determined. As far as the torn rotatory cuff, the patient is seeing a health care provider for injections as well as attending physical therapy per her health care provider¿s referral. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a manufacturer representative on 2017-04-27 that the patient had a fall in (B)(6) 2017. It was reported that 24-36 hours after the fall the patient had no cervical stimulation. The patient met with a manufacturer representative on (B)(6) 2017 and contacts 8-15 showed impedances >10,000. It was reported that the patient may have extensions on their cervical system. It was also noted that the patient was reprogrammed that day but was only receiving left sided coverage. It was also reported that the patient had seen their health care professional (hcp) after the fall. An x-ray was done and was reported to be within normal limit. The patient was scheduled for a lead revision and to check extensions as well on (B)(6) 2017. Patient weight and patient medical history was asked but would not be made available. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the patient indicated that they met with their doctor and manufacturing representative. Tests were ran, and the patient had x-rays done to see where their loss of stimulation was coming from. They stated that their loss of stimulation has not been resolved. The patient noted that the entire right side of the paddle is dead, and needs to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the lead was revised on (B)(6) 2017. The right-side paddle went ¿completely out¿ and they had to cut into the hip at their battery site and cut into their neck and cut down bone when the revision took place. The patient stated they were curled over in pain for the last hour and that they were curled up because they could not move. The patient mentioned they had severe ptsd and needed to be woken up from anesthesia gently. The patient stated they went into a panic attack after the revision surgery. The patient stated they tried to turn the device on and it was set at 370. When the patient turned the device on, it shocked the patient and they had no control over their arms or body, they were screaming, crying and it felt like their heart was going to come out of their chest. The patient stated their husband came in from a different room to shut the device off because it was set so high. The ins had been turned off since (B)(6) 2017 because the patient is afraid to turn it back on. The patient stated they spoke to their physical surgeon and was meeting with them on monday. The patient tore their rotator cuff 2 years ago and their surgeon suspected they re-tore their rotator cuff while trying to change the ins settings since the system is implanted so high.